Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: investigation summary: samples/ photos: samples or photos have not received for analysis of the incident in question. DHR/ qn/ ncmr review: assembled lot: 7116584, used in the claimed final product lot: 7151709 of insyte autoguard 20g x 1.16 was analyzed for "needle retraction" and ¿part activation¿ tests, and were no evidenced failure in the activation of the part during analysis of these batches. Qn/ ncmr review: there are no qn records of this defect for batches related in this complaint. Investigation conclusion: bd was unable to confirm the customer complaint for the claimed defect. As no samples or photos were received for analysis of the defect, and as no records were found that could lead to this complaint for the batches involved, it was not possible to confirm this complaint. Root cause description: based on the investigation results the root cause was not found for this complaint, since that complaint was not confirmed.

Event description:
It was reported that the needle did not retract on a bd insyte¿ autoguard¿ shielded IV catheter when the safety was engaged after use. No injury or medical intervention.